Manufacturer narrative:
The investigation for the high purge pressure has been completed. He returned pump was visually inspected and biomaterial was observed around the purge gap. The pump was then connected to a purge cassette to run the purge system and high purge pressure alarm reproduced. The cannula was then cut off and biomaterial was confirmed in the purge gap. The cause of the issue was biomaterial. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73 yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were high purge alarms. They used the tissue plasminogen activator (tpa) protocol but it did not clear the line. The pump was removed. There was no patient harm reported.